Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed events of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The device was found in specification in relation to the customer reported unit shutting down which was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shutting down during an unspecified process step. There was no patient involvement. No additional information is available.